Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported experiencing symptoms of hyperglycemia and being unable to self-treat. Customer had contact with a healthcare professional, who diagnosed him/her with hyperglycemia and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported experiencing symptoms of hyperglycemia and being unable to self-treat. Customer had contact with a healthcare professional, who diagnosed him/her with hyperglycemia and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.